Event description:
The complainant reported that in 2006, the clinicians performed a radiofrequency ablation (rfa) procedure on an advanced hepatocellular carcinoma (hcc) tumor in a 72 year old female patient. The tumor size was measured as between 4 to 5cm. The patient was reported to have been ablated using a radiofrequency generator, a 5cm leveen needle electrode (catalog # 26-216), as well as electrode grounding pads (erbe brand). The clinician reported that there was no roll-off resulting in the patient being ablated for more than an hour. The technician indicated that during the procedure the physician did not retract the needle array to the marking located on the leveen needle electrode handle, he also did not reinsert the retention clip, and did not re-set the rfa generator power to 130w, as requested in the treatment algorithm. At the conclusion of the patient treatment, and during the removal of the erbe brand electrode grounding pads, full thickness third degree burns on both legs were visible near the patient's groin. Conflicting information was received between the physician and the technician, who were both involved in the event. The physician reported that the patient was ablated for approximately one hour, but the technician reported that the ablation took approximately two hours. The physician said that the patient's legs were dry below the grounding pads, while the technician indicated that the patient's legs had been treated with preventive decubitus prophylaxe. The patient incurred an abscess that was treated with antibiotics. The patient's third degree burns were then treated with split skin grafts (her own skin transplantation, consisting of epidermis and upper corium.) The patient was reported to have expired in december 2006 (exact date unknown) from her advanced hcc disease.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2237. Additional information regarding lot #, manufacture date and expiration date are summarized.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Corrected data: block b2: should be: required intervention to prevent permanent impairment/damage (devices) was: other serious (important medical events): should be: 2007 was: 2006 should have been: 2007.

Manufacturer narrative:
The complainant reported that the device would not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the device met specification. Although, the device was not returned for evaluation, the event description provided by the complainant indicated that during the procedure, the physician did not retract the needle array to the marking located on the leveen needle electrode handle, he also did not reinsert the retention clip, and did not re-set the rfa generator power to 130w, as requested in the treatment algorithm. This is also contrary to the directions for use